Manufacturer narrative:
The PMA/510(k) number has been updated, which is reflected in this follow up report.

Event description:
Lack of stability during placement. The PMA/510(k) number has been updated, which is reflected in this follow up report.

Event description:
Lack of stability during placement.